Event description:
Patient reports dental work was needed due to a crown and subsequently infection occurred (no other details).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.